Event description:
It was reported that upon crossing the lesion, there was resistance felt with the guide wire and when the guide wire was being removed for cleaning, the tip of the stent delivery system (sds) came off. This occurred outside of the patient and there was no patient injury.